Event description:
Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Customer consumed liquid glucose to address the decreased bg. Suspected cause was due to the customer¿s personal profile requiring adjustments.